Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this lead was explanted due to an impedance problem; lead conductor fracture was suspected. Another lead was successfully implanted and no adverse effects were reported.